Manufacturer narrative:
Lot# b80983. Visual, dimensional and functional analysis could not be performed as the device was not returned. No relevant manufacturing issues were found. It is likely that the device fractured due to deviation of angle of the screw.

Event description:
It was reported that; when the surgeon was inserting the pedicle screw to left, the k-wire was broken because the insertion angle of the screw was deviated. The screw was reinserted but the fragment of the wire (approx 50mm length) was remained to the patient.

Event description:
It was reported that; when the surgeon was inserting the pedicle screw to left, the k-wire was broken because the insertion angle of the screw was deviated. The screw was reinserted but the fragment of the wire (approx 50mm length) was remained to the patient.